Event description:
It was reported that during follow-up, non-sustained vt/vf episodes were observed, due to noise. Externalized conductors were noted via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.